Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the site on (B)(6) 2026, which resulted in high blood glucose. The event was treated with a correction injection via mdi (multiple daily injections). The infusion set was replaced, and insulin delivery was successfully resumed.